Event description:
The manufacturer became aware of a literature published by the ¿interventional radiology unit, imaging department, gustave roussy cancer campus, france ¿. The title of this report is ¿CT guidance assisted by electromagnetic navigation system for percutaneous fixation by internal cemented screws (fics) ¿, published on september 02, 2019. Which is associated with the stryker ¿asnis iii cannulated screw system¿. The article can be found at https://doi.org/10.1007/s00330-019-06408-0. This report includes an analysis of the clinical data that was collected on 50 patients. The cases in this study range from december 2017 to august 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 2 patients experienced pain, which required prolonged hospitalization/re-hospitalization.

Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿interventional radiology unit, imaging department, gustave roussy cancer campus, france ¿. The article can be found at https://doi.org/10.1007/s00330-019-06408-0.  The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.